Manufacturer narrative:
One swartz¿ introducer was received for investigation. The reported event of a sheath tip detachment was confirmed. The soft gray tip had been fractured and detached. In addition, inspection of the device identified degradation of shaft material. The damage is consistent with the product being stored outside of the shelf box and exposed to light. Artmt100145600 ver. C swartz transseptal guiding introducer instructions for use (IFU) states that product should be stored in a cool, dark, dry place. The cause of the degradation is consistent with not following the instructions for use. Further information regarding the event were requested but not received.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report further information regarding the event were requested but not received.

Event description:
Related manufacturer reference: 3005334138-2019-00450. During a procedure, an opaque ring of the sheath detached and had to be snared to be removed. The device was retrieved without issue, with no patient consequences.